Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31989, related manufacturer reference number: 3006705815-2020-31990. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken to address the issue. During the procedure it was noted the patients leads displayed high impedance. As it is unknown whether the leads or the ipg were the cause of the issue the entire system was explanted and replaced.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it was in good condition, had no physical anomalies, communicated with all lab utilities and passed all tests on the ate (automated test equipment). The returned ipg exhibited normal device characteristics during analysis.